Event description:
The manufacturer's field service engineer (fse) reported that while servicing the ventilator, review of the device diagnostic log indicated a vent inop condition due to inhalation auto failure. There was no patient involvement.